Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify missing segment partial display anomaly due to buttons not responding. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was scratched to where he couldn't read it. The insulin pump alarmed error but customer was unable to recall because not able to read screen. The customer had issue with buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.